Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a bilateral surgery to treat bilateral halux valgus. Allegedly the patient complained of metatarsalgia loading pain under the head of the 2nd metatarsal.